Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead failed to fully retract. The lead was not used and replaced during procedure. There were no patient consequences.